Event description:
On 2026-01-09 an increased risk of aspiration due to a faulty tracheostomy tube cuff was reported. The faulty tube had been inserted on (B)(6) 2025 and was found to be faulty on (B)(6) 2026. Prior to insertion, the cuff was tested, with no air leakage noted at that time. On (B)(6) 2026, staff found cuff to be deflated. The patient exhibits involuntary movements, including lifting both hands toward the chest and flexing the neck downwards, which occur daily and may have exerted pressure on the tracheostomy system. The tracheostomy tube was removed and replaced by nursing staff. No health effect on the patient.

Manufacturer narrative:
According to the complaint description the cuff was faulty. After 4 hourly inner tube changes are completed and 8 hourly manometer checks are completed routinely, this issue was found by staff during a manometer check. Further information and the sample was requested but not received up to date. Therefore, a theoretical investigation was conducted. Tracing of the lot number related to the complaint revealed no recurrences of the same issue within the batch; incoming goods inspection and production data are inconspicuous. All cuffs and cuff systems of the tracoe tracheostomy cannulas undergo a 100% quality inspection during production, with any leaking or nonperforming products being discarded. Itis therefore confirmed that the product is originally in perfect condition, including a tight cuffsystem and a working cuff inflation via the inflation line. However, the cuff-system leaked during use. Therefore, it can be assumed that sharp-edged structures in the area of the cuff led to the leakage during use e.g. Sharp cartilage ridges. Nevertheless, it cannot be determined whether the cuff-check and handling at the user's side was carried out according to IFU. Therefore, the cause cannot be conclusively determined.